Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient had been previously treated for multiple type ii endoleaks by coil embolization. Currently, the patient has a proximal type I endoleak. There is aneurysm sac enlargement reported as 6.4cm to now 7cm. No reintervention has been planned as of yet.